Event description:
It was reported that the patient received a notifier. The transmission showed that the device was in a backup vvi mode with no defibrillation. The device was explanted and replaced.

Manufacturer narrative:
The device backup vvi mode was confirmed as received. The cause was determined to be parity error resets. The device was tested in the ate system; no anomalies were found. The cause of the parity error was not determined.